Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a right knee arthroplasty that the impactor pad fractured. Another impactor was used to complete the procedure. No adverse events were reported as a result of this malfunction. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned impactor pad found the device to exhibit signs of repeated use (nicked/gouged/worn) and a piece of the device was confirmed to have fractured off. Fracture analysis performed identified that the fracture was consistent with overload failure or low cycle fatigue culminating in overload failure. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.